Manufacturer narrative:
Technician found the trend tube and arm assembly was detached from bracket. Technician reattached parts to resolve issue.

Event description:
Technician found trendelenburg function inoperable.